Manufacturer narrative:
(B)(4) proposed component code: mechanical (g04) - head d10: unk stem g2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial right total hip arthroplasty. Approximately 12 years postop, the patient presented with pain and difficulty ambulating. The patient was revised approximately 13 years post-implantation. During the revision, the surgeon found the cup loose with metallosis pseudotumor and scar adhesions noted within the joint. The initial stem was retained, and all other components were revised. Attempts have been made and no further information has been provided.